Event description:
The patient reported there was a 'poking sensation' near the battery and they were scheduled for a surgical procedure to address the issue on (B) (6) 2010. The product was returned on (B) (6) 2010 with no additional information. A follow-up will be sent when additional information is received.

Manufacturer narrative:
(B) (4).